Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue ¿failed binary switches¿ was confirmed. ¿ received on 07-jan-2025 into bd san diego operation's lab. Unit was received unboxed and with paperwork. ¿ external inspection revealed no physical damage, cosmetic damage and labeling damage. Syringe unit fails binary switches test on asm. Barrel clamp fails open position. ¿ internal inspection reveals a loose syringe sizer flag, which caused the barrel switch test failure. ¿ failed binary switches test due to defective syringe sizer sensor. Defective material from supplier. ¿ device to be returned to san diego repair center for processing. ¿ recommend bd san diego repair center replace sizer sensor. ¿ failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed binary switches. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.